Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: total delamination of the valve and crease flat. Leak test and microscopic analysis was performed which identified: total delamination of the valve, two openings striated, and non-penetrating nick striated. Based on the device analysis the final assessment is: two striated openings due to surgical damage consist in the use of some surgical tool. Total delamination of the valve (adhesive failure). Non-penetrating nick striated due to surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.